Manufacturer narrative:
Date sent to the FDA: (B)(6) 2022. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2018 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2021 during which the surgeon noted the bowel was closely adhered to the previous mesh, which required meticulous lysis of adhesions to free the bowel from the mesh. It was reported that the patient experienced severe pain, nausea, diarrhea, chills and weight loss. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 8/17/2022.

Manufacturer narrative:
Date sent to the FDA: 08/29/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.